Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Operative notes were not provided. Radiographs were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The complaint cannot be confirmed. Based on the available info, a definitive root cause cannot be ascertained at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.